Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no failed battery test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose and failed battery test alarm. Customer¿s blood glucose was 429 mg/dl and treated with a manual injection, blood glucose then went down to 200 mg/dl. During troubleshooting, the customer received failed battery test after inserting a new battery. The insulin pump will be returned for analysis.